Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any defect could have contributed to the reported adhesion issue, patient's ketoacidosis and hospitalization. Generally adhesion issues are due to variations in skin condition and are not considered malfunctions. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."

Event description:
The patient reported that his blood glucose reached 47.0mmol/l (846 mg/dl) less than 36 hours after the pod was activated. The adhesive pad was coming loose and that he had to be hospitalized for 5 days. He was placed on an infusion of nacl and novorapid insulin.